Event description:
Per our defective/malfunctioning product return form there were two incidents with this type of stapler, same lot number but on two different occasions. The first event: "with stapler articulated slightly, could not fully close device. Outside of body no problem. It looked like the jaws did not line up inside the patient. Never able to close jaws inside patient". The second event, four days later: "when stapler was engaged, trigger jammed up and did not fire". In both cases there was no harm to the patient. An identical replacement was used to complete the case for both events.